Event description:
A customer reported obtaining a thyroid stimulating hormone (htsh) result below the normal reference range for one (1) patient that was within the laboratory's protocol for repeat. The result was generated on a unicel dxi 800 access immunoassay system. Lot numbers for access hypersensitive htsh reagent and calibrators were not provided.subsequent testing of the patient sample on the same instrument produced a lower result than the initial result, outside of the assay's stated precision claim of <= 20%. The result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, the effect to patient is unknown.

Manufacturer narrative:
Sample collection and centrifugation information have not been supplied to date.quality control (qc) and system information have not been supplied to date.service was not dispatched for this event as the customer was not questioning instrument performance at this time.